Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), genital haemorrhage ('general, abnormal bleeding') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel") with dermatitis allergic, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine / headaches") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage, pregnancy with contraceptive device, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and weight increased to be related to essure. The reporter commented: received treatment for pelvic/ abdominal, back, dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case became incident, event ¿injury¿ was replaced by more specific information: pelvic pain, genital bleeding, pregnancy with intrauterine device, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, nickel allergy with skin rash, bladder/ urinary problems, fatigue, weight gain, migraine/ headaches and hormonal changes). Patients date of birth, lab test, reported details and essure removal date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. Concurrent conditions included endometrial disorder and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel") with dermatitis allergic, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine / headaches") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device ("pregnancy: birth ¿ complication") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage, pregnancy with contraceptive device, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), genital haemorrhage ('general, abnormal bleeding') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel") with dermatitis allergic, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine / headaches") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage, pregnancy with contraceptive device, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality-safety evaluation of product technical complaint no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.